Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of discomfort and device movement. It was revealed that the implantable cardiac monitor had migrated. The device was explanted. The patient was stable.

Manufacturer narrative:
The reported field event of migration was not confirmed. The device was tested on the bench and no anomalies were found.